Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device did not turn on when half height cubie drawer 4 was plugged in. A field service engineer (fse) replaced the controller board for drawer 4.2, because it would turn on as long as it was unplugged. Further the fse could not create an error or failure in the main application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es computer did not start and went to black screen. The customer tried to reboot the station, but the issue was not resolved. There were no delay, adverse events or injuries reported based on this event.